Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4292356. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
5/13/2025 additional information received. Was there any harm/serious injury to the patient/hcp related to this reported event? If yes, please describe no serious harm.

Manufacturer narrative:
E and f codes corrected.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter and prevented needle retraction. The following information was provided by the initial reporter: rn started piv in pt's left saph. After easy cannulation of vessel with one stick, she deployed the sharp retraction mechanism. This action pulled her angiocath out of the patient to reveal sharp had pierced angiocath and would not retract.